Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. The actual sample was not returned for review. If samples or photos become available at a later time, they will be review/tested and the results will be included as part of the investigation file. A follow-up report will be submitted at that time. Adverse events including wound dehiscence and reactions/rashes are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. Past reactions to suture material or medications. The placement of the suture, over-tightening of the material without receiving information regarding the incisions/post-operative conditions, results of cultures or tests to identify infection or receiving pertinent details regarding the procedures performed, placement of the suture material, condition of the tissue where the suture was placed, patient's health status, post-operative event(s) that may have contributed to the reported conditions, number of days post-operative when the rashes presented or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
On 31-oct-2024, it was reported that a patient's surgical site exhibited redness and suppuration. The patient was admitted to a higher-level hospital for infection control, where the suture was removed and re-sutured.

Manufacturer narrative:
It was reported by our distributor, the event date is unknown. The patient's wound healing was improved after symptomatic treatment, and no subsequent adverse event report was received.